Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An associate reported secondary energy was out of range. Target energy change needed. Additional information has been requested.

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).